Event description:
It is reported that on an unknown date the device runs continuously. This is not for a warranty replacement. The device did not malfunction during surgery while being used on patient. No further information is available at this time. This report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was not received placeholder.

Manufacturer narrative:
Device used for treatment and not diagnosis. (B)(4): the service history review states that the item was not received. The customer reported the device runs continuously. A service history of the past three years has been reviewed. The item was previously returned for service on march 12, 2013 due to motor failure. The customer called in a service request for this item on july 29, 2013 and reported the device is inoperable. The previous service condition of motor failure is relevant to the current complained issue of the device is inoperable. The manufacture date of this item is july 30, 2012.